Manufacturer narrative:
(B)(4). Investigation result: a visual and microscopic examination of the returned complaint device found that the balloon was burst., which confirms the reported event. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a rupture in the distal section on the body of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, causing the problem of rupture during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary lithotomy during a transendoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During the procedure, it was noticed that there was liquid leakage at the end of the balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event, and the patient condition following the procedure was reported to be stable. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.